Event description:
This procedure was performed as part of a clinical trial performed in (B)(6). The index procedure with the turbohawk was performed (B)(6) 2014. The lumen of target vessel was good. On (B)(6) 2015 at the 180 day follow up the subject was experiencing intermittent claudication. On (B)(6), 2015 the subject was admitted for pta and stenting to treat restenosis of the lesion. There was 99% restenosis of the treated lesion at that time. Post treatment the lumen of the target vessel had 0% stenosis.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.